Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed continuity testing, no short or open was detected and no intermittent short or open was detected when sensor is manipulated. Excessive corrosion at the detector copper shield caused sensor to be non-functional and a "sensor off" error message displayed. The latch at the m15 connector was also found to be missing. A review of the customer's complaint history was performed and there were no previous reported issues related to this reported event.

Event description:
It was reported that there is a difference of 10 points when compared to an abg machine. There was no known impact or consequence to patient.